Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of between 50-60 mg/dl. Reportedly, the customer believed the basal rate settings on the pump to be the cause of the low bg. Customer ate honey to address the low bg. Tandem technical support instructed the customer to call back to troubleshoot and consult with a healthcare provider if the issue reoccurs.